Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a controller check, it was noted that the time/date had reset to the default setting. It was presumed the internal battery had discharged. The device was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses and reviews were conducted in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination. However, functional testing revealed that the real time was reset to zero. Additionally, review of the controller log files also revealed that the real time clock was reset to zero. The controller was able to retain the date and the time when the real time clock was adequately charged. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Controller log files were not provided or available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with a time and date reset may be attributed to an extended period of time where the controller was not connected to an external power source, causing the real-time clock battery to deplete. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.